Manufacturer narrative:
H3: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9736226, serial/lot #: version: 1.3.0. A medtronic representative went to the site to test the equipment. It was found that the port #3 on the axiem box would not work. Manufacturer representative was unable to replicate reported issue. The software and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that upon boot up, the "medtronic further together" becomes unresponsive. The screen has stayed that way for upwards of 40 mins, the only way to resolve the issue is to hard reboot. This occurs every time the system is booted up, except once prior. No patient present. (B)(6) 2021 additional information received. The manufacturer representative was un-installed the software before pulling logs but was unable to confirm what information was potentially lost. After the un-install - the manufacturer representative rebooted the system without issue and was able to walk through software. The system was then powered down and re-booted up and it also did not become unresponsive on the mdt screen. Unable to replicate the issue.